Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine, disassembled and internal cleaning of the power supply. Operational tests performed with positive outcome. The failure did not involve operators/patients. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cs300 intra-aortic balloon pump (iabp) it turned off without giving any type of alarm or warning.